Event description:
Patient with status post transcatheter aortic valve replacement (tavr) with iabp via l femoral artery. Iabp ruptured, console alarmed, blood in helium tubing. Iabp removed emergently at bedside by doctor and replaced with 8fr sheath. Balloon sequestered, iabp console biomed.